Event description:
The customer reported that the o2 is leaking through the oxygen manifold when tanks are disconnected. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The biomedical engineer replaced the o2 manifold to address the reported problem.

Manufacturer narrative:
Corrected: labeled for single use usage of device.